Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.